Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. E1: last name unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #13 was removed due to periimplantitis.

Manufacturer narrative:
This report is being submitted to report additional information. Further investigation of this event confirmed that this event was already reported under the medwatch submission 0001038806-2023-01584. Therefore this submission is a retraction of 0001038806-2023-01460. No more report will be submitted for this event. The following sections are being reported: h2: if follow-up, what type h10: additional narratives/data h3 other text : summary investigation.

Event description:
During investigation it was determined that this event was a duplicate of the event that has been reported in 0001038806-2023-01584.